Event description:
In 2007, it was reported to boston scientific corp that, during a colonoscopy (pt age and gender unk), a biopsy was performed, with a radial jaw 4 biopsy forcep device, "on a healthy zone." After the biopsy procedure, "the pt had a bleeding." The physician performed a second endoscopy which "confirmed an arterial spurt [where] the biopsy was taken". A bsc sales rep followed-up regarding this event and stated, "the pt did not exhibit [a] perforation. The bleeding was stopped with a [bsc] resolution clip and no consequences to the pt".

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. There was no reported device malfunction and the complainant indicated that the device will not be returned for evaluation. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been reported for this lot. In 2007, radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. It is concluded that there was no device malfunction and that the adverse event resulted from the user inadvertently grasping an artery rather than tissue. The radial jaw 4 dfu warns: "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for pts. Adequate plans for management of potential bleeding and appropriate airway management should be in place."